Event description:
Customer reported that the pull tab has broken off the zipper located at the right side panel. The date the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The patient access panel side b zipper slider body is open. Window side a, insert pin is ripped from zipper tape. (B)(4).